Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; functional, visual, and/or dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing issue. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: MFR - 0001526350 - 2023 - 01400-1. MFR - 0001526350 - 2023 - 01212-2.

Event description:
No additional information is available regarding the incident.

Event description:
It was reported that during surgery that the dermatome blades had an issue. There was harm to the patient as deeper and additional cuts had to be made in a different spot from where they started in order to complete the procedure. Another blade was used to complete the surgery. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: MFR - 0001526350 - 2023 - 01400, MFR - 0001526350 - 2023 - 01212.